Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced increased paresthesia on (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the possible increased paresthesia was noted by physical therapy, but the health care provider (hcp) did not find that to be the case under a neurological exam, and did not include it in their notes. No further complications were reported/anticipated.